Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the DHR review. Manufacturing calibration readings were all in specification. The device was received with both seals intact and in excellent condition. No force sensor test error was found in ehl. Power up process, check and test force sensor. Failed force sensor reading, at 0.00 lbs the force reading is 1.95 lbs and the count is 117 (the count should be in the 30s when the force at force sensor was out of calibration. The root cause was unable to determine. Pump convert to a loaner after investigation.

Event description:
It was reported the device had a force at zero failure with 1.22 pounds. No patient injury reported.